Event description:
Note: date of the event is unknown. It was reported to boston scientific corporation in early 2009, that a cellebrity endoscopic cytology brush was used during a procedure. According to the complainant, the sample obtained during a successful lung biopsy procedure utilizing this brush was sent out to another site for testing. Testing of the sample revealed some type of crystal was present on the sample. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.